Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/19/2014 with the following findings: there was unexplained power on resets (por) observed in the black box. Battery compartment is cracked from threads to case seal. Returned battery cap has stripped threads and is unable to fully attach to the pump; por¿s duplicated with returned battery cap. New test battery cap is able to carefully attach to the pump and was used to complete a 24hr duration test. There was no power interruptions duplicated using the new test battery cap. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found. The display screen was observed to have a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.